Event description:
Incident reported as: during surgery, the bullet detached after placement through the right pelvic levator muscle and became lodged in the ischial spine. Surgeon decided not to remove the bullet. No negative outcome to the pt reported.

Manufacturer narrative:
No additional information available at the time of this report. Sample requested, but has not been returned yet. Investigation ongoing and a follow up report will be sent as soon as available.